Event description:
It was reported that during a lap splenectomy procedure the clips protruded from the device. Another device was used to compete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.